Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01138. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil into the patient using a non-penumbra microcatheter but was unable to detach the coil using the handle. Therefore, the ruby coil was removed and the procedure was successfully completed using new ruby coils, the same microcatheter and the same handle. There was no report of an adverse effect to the patient.